Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00, +16.5 diopter) was explanted in a secondary surgical procedure from the patient¿s right eye. Reportedly, the lens model zcb00, +19.0 diopter was implanted as a replacement. The reason for the explant was not provided. The patient was reported doing normal when discharged. The account commented that the explanted lens will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.